Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set face not sticking and the infusion set tangled up and exited of cannula event (B)(6) 2026. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: colombia.